Event description:
Screw/washer system was being implanted when screwdriver #1 broke on first screw. Screwdriver #2 broke on second screw. Both screwdrivers broke at the tip. The entire 2.5mm tip stayed in screw head but we were able to remove with a needle holder. Nothing was left in patient and patient did have hard bone. Procedure being done was a medial collateral repair with allograft. 2-6.5mm x 25mm cancellous screws along with 14mm spiked washers were used in this case. We finished the case with the synthes small frag screwdriver that hospital owns. Also see associated MDR 1221934-2013-00292.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.